Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified higher glucose sensor scan values while wearing the adc device. As a result, on (B)(6) 2022 the customer experienced light headaches had a loss of consciousness, and was provided a glucose drink (lucozade) by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding unspecified higher glucose sensor scan values while wearing the adc device. As a result, on (B)(6) 2022 the customer experienced light headaches had a loss of consciousness, and was provided a glucose drink (lucozade) by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Based on returned product download section d4 (serial number) was updated from (B)(6). Based on returned product download section h4 (device mfg date) was updated from 7/27/2022 to 4/16/2022 . All pertinent information available to abbott diabetes care has been submitted.